Event description:
It was reported that touchscreen became cracked and shattered, causing pump display to be illegible and touchscreen to be unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.